Manufacturer narrative:
Complaint final report provided by the manufacturer hpf: batch released on date: 05/05/2017. N. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. Other complaints have been received on this batch. There aren't non conformity elements in the document review. As described in the complaint, the drill bit broke in 2 pieces. The device is not available so the analysis can not be performed.

Event description:
During the primary hip surgery and while pre-drilling the acetabulum for screw placement, the flexible bayonet drill bit broke. A fragment of the drill bit fell into the patient but was removed. The surgeon swapped to another drill bit and there was no delay in the case. The surgery was completed successfully. The broken drill bit was discarded during the surgery.